Event description:
Event description: boston scientific crm received info that the right ventricular (rv) leads terminal pin became separated from the ring electrode during a device replacement procedure for normal battery depletion. Excessive force was needed to remove the lead from the device header. Possible lead fracture was reported during explant, and the lead was reported to be nonfunctional after the terminal pin separated. A new lead was successfully implanted with the new device. To date, no adverse pt effects were reported.

Manufacturer narrative:
Upon receipt, normal telemetry and interrogation was observed with the zoom programmer. The device passed all manual electrical measurements, pacing and sensing normally. Microscopic visual inspection noted a hole in all seal plugs and body fluid contamination in all connector blocks. All the retainer rings were bent and both distal retainer rings separated from their connector blocks. All set screw moved freely. Microscopic visual inspection of the inner seal rings revealed evidence of silicone to silicone bonding in the ventricle inner seal rings. No evidence was found of silicone to silicone bonding in the atrial inner seal rings. The cause of lead difficulty removing from the header was due to silicone to silicone bonding between the lead body insulation and header inner seal rings.